Manufacturer narrative:
It was reported that the physician's name is dr. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an upper digestive endoscopy procedure performed on (B)(6) 2020. According to the complainant, the patient was admitted to the hospital due to varicose upper gastrointestinal bleeding with hemodynamic instability evolving to a reversed cardiorespiratory arrest after ten minutes. After stabilization of the condition, the patient underwent an upper digestive endoscopy and the active bleeding was identified in one of the varicose cords. The device was attempted to be deployed; however, there was a break in the release mechanism of the elastic bands. The device was replaced and the bleeding was stopped using another speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.